Manufacturer narrative:
We checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the forward body cover fluid damage, the body cover grip fluid damage, the side body cover fluid damage, the biopsy inlet t-piece fluid damage, the remote control wire fluid damage, the ground lug plate fluid damage, the ground wire fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the lg cable connector housing fluid damage, the core fluid damage, the suction arm fluid damage, the operation channel perforated, and the operation channel leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).